Manufacturer narrative:
Cont. H.6: f2203. Cont. E1 (email address): (B)(6). Article citation: o¿connell, rachel l., et al. ¿oncological outcomes after multidisciplinary management of breast implant-associated anaplastic large cell lymphoma (bia-alcl).¿ annals of surgical oncology, 2023, https://doi.org/10.1245/s10434-023-13889-3. The event of lymphoma-alcl-suspected is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl (histopathological markers not reported).

Event description:
Healthcare professional reports through journal article ¿oncological outcomes after multidisciplinary management of breast implant-associated anaplastic large cell lymphoma (bia-alcl)" 9 of the 11 patients with bia-alcl, effusion and mass. Pathology to confirm diagnosis of bia-alcl was not presented. All patients underwent implant removal with two underwent chemotherapy,neoadjuvant systemic therapy with chop (cyclophosphamide, doxorubicin, vincristine, prednisolone) in addition to explant surgery.